Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system did not boot up after a power cycle and required manual power-on of the host pc. The fse attempted to access the bios but could not get the correct key sequence. Upon using the ¿del¿ key the fse accessed the bios and verified the settings. After this, the host pc was reinstalled in the system, which resolved the reported issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.